Event description:
The patient had anterior knee pain and the cause is unknown. At about 2 months post primary the surgeon resurfaced the patient's natural patella and revised the poly per standard procedure. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 20 august 2024: lot 2245442: (B)(4) manufactured and released on 10-feb-2023. Expiration date: 2028-01-27. No anomalies found related to the problem.